Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows. It was reported that the handle and the shaft of the screwdriver were jammed together. The surgeon could not change the tap and shaft of the screwdriver. The surgeon was unable to turn the fourth screw into the hole of skull. The patient was impacted. The surgery was delayed. There were no other instruments available to use in the surgery. The event did not require additional medical treatment. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.